Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had recorded an episode that indicated possible oversensing. As designed, the device did not provide brady pacing during the last few seconds of the episode.